Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a coil embolization of a right posterior communicating artery aneurysm the proximal end of the coil protruded into internal carotid artery. It was reported that clot formation occurred and that it migrated to the left m1 and left posterior parietal artery. The physician administered intra arterial reopro injection and retrieved the coil with a lasso device. The clot dissolved and the aneurysm occlusion was judge sufficient. The patient was reported to be in good condition.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Information available indicated that the coil was confirmed to be in good condition prior to use. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Based on the information available, is it probable that procedural factors limited the performance of the coil resulting in the reported coil protrusion requiring removal. However, thrombosis is a known risks associated with endovascular procedure and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during a coil embolization of a right posterior communicating artery aneurysm the proximal end of the coil protruded into internal carotid artery. It was reported that clot formation occurred and that it migrated to the left m1 and left posterior parietal artery. The physician administered intra arterial reopro injection and retrieved the coil with a laso device. The clot dissolved and the aneurysm occlusion was judge sufficient. The patient was reported to be in good condition.